Event description:
It was reported that during a stenting treatment procedure, a stent fracture and stent thrombosis occurred. The procedure treated the de novo, 3.0x24mm target lesion located in the moderately tortuous ostium of a diagonal branch. There was no vessel calcification or significant bend in the lesion. After pre-dilation, a 3.0x24mm promus element stent had been successfully implanted in the left anterior descending (lad) artery covering the ostium of the diagonal branch. The initial stent placement of the 3.0x24mm promus element was well positioned and well apposed. Then the physician passed an unspecified balloon " through the already placed wire in the diagonal whose ostium was covered by the promus element stent and as soon as the balloon was inflated the strut of the stent fractured completely into two pieces". Instant thrombosis occurred and an additional 3.0x28mm promus element stent was implanted to cover the fractured stent. "It stabilized the patient but the lad still remains occluded at the distal end because of thrombosis". The patient is still in the hospital and the patient status is listed as stable.

Manufacturer narrative:
Device is combination product.device evaluated by manufacturer: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.(B)(4).